Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. (B)(4) events were reported for this quarter. (B)(4) devices were received for evaluation. (B)(4) events were not duplicated during testing; however, the devices were found to be outside of specifications. (B)(4) device was found to be affected by internal corrosion. (B)(4) device was found to be affected by damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device was overheating and smoking. Two reported events had patient involvement with no patient impact.